Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the compressor would not start. Additional malfunction is the pilot valve is shutting down.